Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a highest cgm reading of 401 mg/dl for approximately six hours while using a steel infusion set on the upper thigh, after which the user noted the smell of insulin and intended to inspect the cartridge for a possible leak before the call ended. Symptoms included fatigue and mild nausea consistent with hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond phone-based troubleshooting. Investigation included customer care verification that the pump was on, had insulin, and that the infusion set was attached, review of recent high glucose alerts, confirmation of recent meal announcement, data synchronization, and user-directed inspection of the cartridge and fluid path for leakage or disconnection. Investigation of this case revealed a suspected issue in the drug delivery pathway given the reported insulin odor, with unclear exact location or mechanism, and no confirmed infusion site or set defect at the time the call ended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.